Event description:
On 3/4: physicist reports, they found the r/min to exceed 10/r/min. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.